Event description:
Caller reported experiencing several cartridge alarms between november 27, 2025, and december 10, 2025, which did not adversely impact the customer's blood glucose level. Customer and technical support determined that replacement of the pump was necessary, and cts arranged for a new pump with updated software to be sent. Customer was advised to return the malfunctioning pump using a provided return box and pre-paid label, program their pump settings into the replacement, and connect their continuous glucose monitor to it. Customer was informed about storage mode instructions and agreed to a signature-required delivery.